Manufacturer narrative:
The actual sample was received for evaluation. The bag was sliced at the bottom where the customer likely drained the contents. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak from the top of the spike port weld in back of the bag and dripping down the spike port. Additional magnified inspection verified a tear/hole at the top of the spike port weld in back of the bag where the leak occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hole was observed in a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified prior to patient use. There was no patient involvement. No additional information is available.